Event description:
It was reported while using bd vacutainer® acd solution a blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. The returned samples were visually inspected, and no issues were identified. A functional test was performed on 10 of these samples, all of which were within specification limits. Additionally, 100 retained samples were inspected, and no visible defects were found. A functional test was also conducted on 10 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.